Manufacturer narrative:
The controllers ((B)(4)) were returned to manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via log file analysis which revealed multiple electrical faults. Upon evaluation by the manufacturer's representative, foreign material was found within the driveline connector. Cleaning procedures were performed to remove contaminants. Pictures provided by the manufacturer's representative also confirmed the reported event. The root cause for the reported event was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has an open internal investigation to evaluate the presence of foreign material within the connector. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. (B)(4). Controller - (B)(4)/ 1403us - expiration date: 10/31/2013 - device manufacture date: 10/01/2012. (B)(4).

Event description:
The patient was experiencing electrical fault alarms at home. Log files at the hospital showed electrical faults on rear phase b, indicative of contamination. The controller was exchanged for the back-up controller. Upon disconnection of the driveline from the controller, material was seen on the female connector pins, and within the male pins of the original primary controller. The device was exchanged with no reported patient injury. A technician performed a field cleaning of the driveline to controller connection. It was stated that the clinic replaced the controllers. No additional information available.